Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2020. Additional information was requested and the following was obtained: all the answers for the below questions are unobtainable. The patient demographic info: age, weight, bmi at the time of index procedure what was the condition of the armpit soft tissue i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the date of the x-ray showing the ¿metal shadow inside left armpit soft tissue¿? What was the length of the needle retained in the left armpit soft tissue? What was the date of the surgery for ¿axillary debridement to remove foreign matter¿? Were the needle pieces removed from the patient armpit soft tissue? Where is the location of the needle currently? Will the device be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pam330 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what was the condition of the armpit soft tissue i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the date of the x-ray showing the ¿metal shadow inside left armpit soft tissue¿? What was the length of the needle retained in the left armpit soft tissue? What was the date of the surgery for ¿axillary debridement to remove foreign matter¿? Were the needle pieces removed from the patient armpit soft tissue? Where is the location of the needle currently? Will the device be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent excision of left armpit mass on an unknown date and suture was used. The needle broke when sewing the skin in the surgery. The broken needle wasn't found at that time. Later it was found that there was metal shadow inside the left armpit soft tissue through x-ray of shoulder. The surgery of left axillary debridement for removal of foreign matter was given and there was no metal shadow through x-ray. Additional information has been requested.